Event description:
The customer tested her blood glucose using a 2 contour meters and rec'd readings of 300 and 400 mg/dl on one meter and a reading of 113 mg/dl on the other meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips were sent to the customer.